Event description:
Patient presented with non-st elevated mi and a history of previous bypass surgery and stent placements. A pronto lp extraction catheter was delivered for aspiration to a location with previous stents. When syringe flow stopped suddenly, the physician attempted to remove the pronto lp to check for clot burden but found the pronto lp would not release. Additional pull force was used and the main portion of the pronto lp catheter was removed from the patient, leaving approximately 20cm of the rapid exchange section in the patient's coronary artery. The lab would normally use a snare to retrieve the component but had no snares in inventory. Patient was reported to be stable with collateral vessels present. Information from hospital suggests patient has not returned for any post-procedure follow-up.